Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: the keypad cover was intact and all of the keypad buttons were normally responsive. There were no defects found to the button contacts. The keypad connector was found to be properly seated and no intermittent connection was observed. The alleged issue could not be duplicated. Unrelated to the initial allegation, the audio bolus button was found to be unresponsive as a result of a missing slug.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button of the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.